Manufacturer narrative:
(B)(4). Upon follow-up with the caregiver, it was found the issue was resolved and there was no patient injury or medical intervention. No sample was available; therefore the issue could not be confirmed and no cause was determined. The lot number was not provided; therefore a batch review cannot be conducted. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A customer contacted baxter's technical service center requiring assistance with priming on the homechoice (hc) unit. The care giver (cg) stated that the home patient (hp) is using different solution and now solution is coming out of the patient line. The technical service representative (tsr) recommended starting over with new supplies and if the patient line leaks again to contact the registered nurse (rn) and baxter.